Event description:
It was reported that after use of the bd vacutainer® sst¿ blood collection tubes the stopper was badly deformed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was deformed badly.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for deformed stopper with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through CAPA #796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd vacutainer® sst¿ blood collection tubes the stopper was badly deformed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6)to english: the stopper was deformed badly.